Event description:
Catheter malfunction with IV insertion. Upon insertion of IV catheter into vein, it was noted that blood was flowing out of device. Catheter removed from patient's arm. It was noted that the needle had punctured through the side of the catheter.